Event description:
It was reported the pt had their system removed on (B)(6) 2010. It was stated the health care provider "removed the whole system on the left side; the wires were corroded." The details of the procedure and pt outcome were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).